Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented a leak. Valve was visibly leaking after insertion in the patient. Replaced sheath with competitors device per physician request. No patient complications. The procedure was completed. The device was retained by the costumer.

Manufacturer narrative:
Additional information added to suspect medical device. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive sheath during procedure to treat an atrial fibrillation (a fib) presented a leak. Valve was visibly leaking after insertion in the patient. Replaced sheath with competitors device per physician request. No patient complications. The procedure was completed. The device it's retained by the costumer.